Event description:
International customer reported that the needle broke during surgery. All fragments were retrieved.

Manufacturer narrative:
H6. Result: the actual returned needle was evaluated. The broken needle is fractured at the needle tip. H6. Result- unused rep samples were visually inspected. No non-conformances were identified. Conclusion: user error, the product insert warns the user to handle the device only in an area 1/3 to 1/2 the distance from the swage to the tip. No non-conformances were identified, the device is within specification.